Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 493 mg/dl at 11:07 a.m., 200 mg/dl at 11:09 a.m., and 158 mg/dl at 11:10 a.m. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.